Event description:
It was reported by the customer that the device was being used on a patient and successfully delivered 11 shocks. The customer then noticed that the device was displaying a service light and decided to grab a second device to continue patient care. The customer did not attempt to defibrillate a 12th time with the lp12 device. It was also indicated that there was no interruption in therapy to the patient, as another device was immediately available and utilized to continue therapy. The patient was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device and observed that the error code logged on the day of the event was a minor error fault and it would not affect any of the critical functions of the device. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.